Event description:
It was reported that the programmer intermittently would not start up and that at times it took several minutes to start up. A radio frequency head from a different programmer was returned as broken. The programmer and radiofrequency head were returned for service. Both products were analyzed and tested out of specification. No patient impact.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the boot time was long. It was also noted that the tab was broken off of the power cord bay. It could not be confirmed that the device would not start up. (B)(4): analysis found that the device had intermittent telemetry due to a defective cable. It was also noted that the label was missing its backing.